Event description:
It was reported that during the procedure in the left anterior descending (lad) artery using a right radial artery approach, a 2.5 x 12 mm xience v stent was deployed to treat a lesion in the distal lad. A 2.75 x 18 mm xience v stent system was then advanced into the mid to proximal lad to treat a second lesion. The stent delivery system (sds) balloon was inflated to approximately 5 atmospheres and the patient unexpectedly moved. The stent delivery system, guide catheter and guide wire moved as the patient moved and the devices were pulled back into the left main artery due to the patient's movement. The sds balloon was then deflated and the stent dislodged onto the guide wire. A snare device was advanced in an attempt to retrieve the dislodged stent; however, the physician was unable to fully snare the stent. An attempt was then made to remove all devices as a single unit and the stent dislodged into the right radial artery. No further attempts were made to retrieve the stent and the procedure ended. Patient is in stable condition. A cut-down procedure was performed on (B)(6) 2012 and the dislodged stent was removed. The patient is reported to be in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.